Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery occurred (B)(6) 2020 after a dismantling between the humeral stem and the humeral cup. 40mm centered glenosphere with screw and 40mm/+3 humeral cup were removed and replaced by 40mm centered glenosphere with screw and 40mm/+3 humeral cup. Primary surgery (B)(6) 2019.